Event description:
On (B) (6) 2010, the patient reported that for the last 2-3 weeks she has had elevated blood glucose readings up to 495 mg/dl that normally occurs in the morning. She stated her doctor thinks it may be the antibiotics she has been taking. She has also had a change in her stress levels. The patient stated that this morning she received an e4 (occlusion) error on her insulin infusion device and had elevated blood glucose readings. She stated she confirmed the error and put her device back in run but her device displayed an e4 within a couple of minutes. Symptoms are a "dizzy and achy head" and she has corrected her readings by injecting insulin. The patient was disconnected from her infusion device and she was instructed to prime through the tubing. The e4 persisted. She disconnected the tubing from her device and primed and insulin emerged through the adapter. She changed the tubing and primed without error. She reconnected to her headset and placed her device in run before bolusing 3 units of insulin without error. The infusion set was requested to be returned for evaluation.